Event description:
(B)(6) reported a complaint from the (B)(6) in france on (B)(6) 2020. During an emergency situation two defibrillation electrodes showed a malfunction. A defibrillation electrode set (model schiller 2.155061) was connected to a schiller defigard touch 7 defibrillator. The complainant reported that the ECG signal was disturbed and often interrupted after the first shock. A similar malfunction was observed with a second electrode from the same lot. When they applied an electrode from a different lot no further malfunction was observed. The complainant further reported the user had "7 to 8 cases" all involving electrodes from lot 191122-0772. The evaluation of the defibrillator records related to the incident shows the following information: there was no detection of the first pair of electrodes initially, then sporadic contact / impedance errors, 2 shocks could be delivered and the ECG was often interrupted. For the second pair of electrodes: ECG recognized, works ok for a shock, then sporadic contact and the ECG was often interrupted. For the third pair of electrodes: no failure could be detected. 6 to 7 shocks were delivered. We have requested further information on the patient outcome but have not yet received a conclusive response.

Manufacturer narrative:
The involved devices were discarded by the user. The user has quarantined approximately 350 electrode sets from the same lot. We have requested these electrodes for further investigation. This product is not marketed in the USA, no 510(k) or PMA exist for it. However, devices made using a similar design are sold in the us. We are therefore reporting this incident. We have received an amount of 300 electrodes from the complaining customer for further investigation. They were inspected visually and tested for electrical continuity with a multimeter. This test included all metal components: the connector, the cable, the rivet and the electrode itself. A contact problem between the cable socket and the rivet was discovered on two electrodes out of the 300 tested customer samples. Further tests on these defective samples have shown that a contact interruption may occur after the first use of the electrode. The contact interruption is caused or induced by a possible pressure on the riveting point of the electrode or by strong manipulation of the cable. There is a potential risk of possible contact interruption during treatment. This may result in the inability to promptly or even treat a patient in a life-threatening condition requiring a defibrillation shock. Tests on further lot numbers before and after the claimed lot number have not shown a failure. We therefore assume this failure is limited to the claimed production lot number. A recall for the affected lot was initiated on january 14th, 2021. As this product is not available in the us and no other product is affected, the recall does not concern the us.

Manufacturer narrative:
The involved devices were discarded by the user. The user has quarantined approximately 350 electrode sets from the same lot. We have requested these electrodes for further investigation. This product is not marketed in the USA, no 510(k) exist for it. However, as we have not been able to establish the cause yet and whether it might potentially affect products distributed in the USA we are reporting this incident. We will provide a follow up report.

Event description:
Schiller médical sas reported a complaint from the bspp (fire brigade paris) in (B)(6) on (B)(6) 2020. During an emergency situation two defibrillation electrodes showed a malfunction. A defibrillation electrode set (model schiller 2.155061) was connected to a schiller defigard touch 7 defibrillator. The complainant reported that the ECG signal was disturbed and often interrupted after the first shock. A similar malfunction was observed with a second electrode from the same lot. When they applied an electrode from a different lot no further malfunction was observed. The complainant further reported the user had "7 to 8 cases" all involving electrodes from lot 191122-0772. The evaluation of the defibrillator records related to the incident shows the following information: there was no detection of the first pair of electrodes initially, then sporadic contact / impedance errors, 2 shocks could be delivered and the ECG was often interrupted. For the second pair of electrodes: ECG recognized, works ok for a shock, then sporadic contact and the ECG was often interrupted. For the third pair of electrodes: no failure could be detected. 6 to 7 shocks were delivered. We have requested further information on the patient outcome, and on the other cases the user mentioned.